Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 3369ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to a check lines and bags alarm. Accuracy tests were started but discontinued when check lines and bags alarm was encountered. Troubleshooting revealed an inoperative valve b4, which was temporarily replaced with a product analysis lab (pal) test article valve; however, while replacing the valve the brass fitting on the negative tank broke off at the manifold connection. As a result, accuracy and temperature testing could not be performed. The increased intra-peritoneal volume (iipv) found in the device logs is not related to the rite test failure. The previous return of the device was not for any issues related to iipv. The assignable cause of the iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.